Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that this happened 2 to 3 days ago. Customer is on their back-up plan of manual injections. Customer's blood glucose level was 157 mg/dl. Customer checked his blood glucose level after walking his dog and does not know how the button error occurred. Customer had the pump in his pocket. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer agrees to return the pump. Customer did not want to return the insulin pump at this time. No further assistance required.